Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately two weeks from date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7132681.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. It was confirmed that the leads had migrated. It was also noted that only a rib stimulation was achieved during reprogramming and not anywhere near the patients pain area. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads were not returned as they were kept by the medical facility.